Event description:
The pt underwent a carotid endarterectomy procedure (cea) in (B)(6) 2010. At an unspecified time post-procedure, the pt developed a non-healing wound, reported as exhibiting "proud flesh". The surgeon re-explored the surgical site on an unspecified date during the week of (B)(6) 2010 and noted that the entire neck area was infected. Cultures were taken and sent for laboratory analysis. The results were positive for serratia, which is often associated with urine/urinary track infections. It was noted that the physician encountered a similar case of serratia in (B)(6) 2009 following a cea implant with another MFR's device at another nearby facility. The physician contacted infectious disease, and it was determined that he is not a carrier of serratia. Details regarding the re-exploration procedure, course of actions regarding the vascu-guard implant, and status of the pt are unk.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.